Event description:
It was reported that multiple cassette not attached alarms occurred. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation. The device was not returned for analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 19-may-2021.

Manufacturer narrative:
Other, other text: b5: additional information received via email on (B)(6)2022 from customer and attached in complaint: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation, found downstream occlusion sensor nonfunctioning and the latch mechanism was damaged and won't release the cassette. Downstream occlusion sensor was inoperable and it was replaced. Replaced damaged latch lock. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120